Event description:
It was reported that the patient presented with an alert for out of range impedance. Upon interrogation the right ventricular lead exhibited high impedance and high capture threshold. No patient consequences were noted. The lead was capped and replaced on (B)(6) 2017. The physician alleged lead failure at the proximal part of the lead and stated that the lead looked suspicious on x-ray. The patient was in a stable condition before, during and after the procedure.